Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient underwent vns lead and generator replacement surgery due to high impedance and a lead discontinuity. No patient trauma or device manipulation was admitted. X-rays were not performed. The explanted lead and generator have been returned and are currently in product analysis.